Event description:
On (B)(6) 2025, the user reported being unable to unlock the ilet after a shower. The user stated the pump would wake and the slider could be moved, but the device did not unlock. A firmware update was performed, after which the device unlocked successfully. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.